Manufacturer narrative:
Of the four devices, three lot numbers were provided and lot history reviews were performed. All the four devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions and for one malfunction medical images were included in medical records. For all four malfunctions, the investigations are confirmed for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. (Corporate lot no: unknown).

Event description:
A review of the reported information indicated that model rf048f vena cava filter allegedly experienced patient-device incompatibility. This information was received from various sources. This malfunction involved all four patients with no consequences. The four patients ranged from (B)(6) years of age and two patients weight ranged from (B)(6) lbs. Of the four reported patients, one was male and three were female. All other details of the patients were not provided.